Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a small joint dissector, ar-7300ds, was used during an ankle arthroscopy procedure with chondral remodeling. When using it for the first time, metal chips were produced and can be seen in the joint. The surgeon removed the dissector from the patient and washed out the joint several times in an attempt to remove all the fragments. A few small fragments remained in the joint. The case was completed with an ar-8380ex instead.